Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient experienced a pericardial effusion. During a concomitant pulmonary vein isolation and left atrial appendage closure procedure, a farawave catheter was selected for use. Pericardial effusion noted after the physician started ablating the left superior, although a recross happened when the physician lost access to the left atrium after mapping of left atrium (la) with hd grid mapping catheter. The physician recrossed the septum with a mapping catheter, and then inserted the farawave catheter through the faradrive sheath. The physician had trouble maneuvering the farawave and faradrive to the left inferior vein. Prior to the first application of pulsed field ablation (pfa), the patient went into accelerated rhythm, atrial fibrillation, flutter rapid ventricular response (rvr) at 144 beats per minute (bpm) and decompensated pretty quickly with a roughly 50/30 blood pressure. The patient was cardioverted and regained cardiac function. Eight applications of pfa were performed on the left superior pulmonary vein (lspv) before the pericardial effusion was seen on the posterior rv. Procedure was not completed due to effusion. The patient was stable when the rep left the room. No further patient updates were noted.